Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: when exhausting before puncture, there was no leakage noticed. When punctured into the body of the child, it was found to leak at the catheter and catheter adapter. Remove it.

Manufacturer narrative:
H.6 investigation summary: a device history report was conducted for lot number 9170828. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records, this lot of pegasus was assembled from 2/8/2018-2/11/2018, and this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Based on the sample submitted, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are related to the amount of stiffener in the material. To address this situation bd has updated manufacturing work instructions to optimize control settings for each gauge and have retrained extrusion personnel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: when exhausting before puncture, there was no leakage noticed. When punctured into the body of the child, it was found to leak at the catheter and catheter adapter. Remove it.